Event description:
Patient presented to the ER after thinking of receiving a shock. The patient felt some sort of stimulation. X-ray showed that the lead appear to be in a different location. The patient was also diagnosed with pneumothorax. Hence, lead perforation suspected. It was also noted that the pli was high, along with no capture and then intermittent. A chest tube was placed and the patient was on blood thinners for af. The lead was repositioned a few days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.